Event description:
The event is reported as: during mechanical ventilation the product connector were not holding. The alleged defective product was taken from the ventilator circuit and replaced. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for evaluation due to contamination. CAPA (B)(4), was opened to address this issue.